Event description:
It was reported that the customer's insulin pump had a programming issue and there were chunks of data missing, including several days in a row with no report of the device delivering insulin, and the time and date were wrong, as well. The customer experienced dizziness, light-headedness, and collapsed, and paramedics were called. When paramedics checked her blood glucose, it was 10.1 mmol/l. However, when admitted to the hospital, her blood glucose was 2.5 mmol/l. Troubleshooting was declined.

Manufacturer narrative:
The insulin pump passed functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. Missing data was not confirmed due to overwritten history file. Multiple boluses were programed and they all delivered and recorded in the daily history properly. The device had minor scratches on the lcd window and cracked reservoir tube lip. The device also passed the volume accuracy test with 97.44 percent accurate.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.